Manufacturer narrative:
Block b3: exact date unknown, event occurred several months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and had to increase the stimulation for pain relief. The patient underwent an ipg replacement procedure, was doing postoperatively and the explanted device was disposed by the facility.